Event description:
Nurse was to place a foley urinary catheter to dependent drainage. She gathered the necessary equipment including a bard latex-free add-a-foley tray with anti-reflux chamber drain bag and bard ez-lok sampling port. She opened the bard tray and found the bard ez_lok sampling port assembly missing. This is the connecting adaptor which would attach to the urinary catheter. The end of the tube was open- no adapter. The nurse then set this unusable kit aside and got another kit to proceed with the intended procedure.